Manufacturer narrative:
Investigation: lot number(s): hcg9080071. Exp date(s): 08/2011. Control: 20 miu/ml hcg urine lot: hcg090304-02, 100 miu/ml hcg urine lot: hcg090521-01, 250.5 iu/ml hcg urine lot: hcg091015-02, 10 miu/ml hcg serum control lot: hcg0091028-02. Summary of results: the retention devices meet qc spec. Correct positive results were observed when tested with 20 miu/ml hcg urine control at 3 minute read time. (N=2) the 100 miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=2) the 250.5 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=2) correct positive results were observed when tested with 10 miu/ml hcg serum control at 5 minute read time. (N=2). Conclusion: from retain testing with in-house control, the client's result was not replicated; the product performed as expected. Verified the product number, product description, lot number, and batch record. No abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported false negative urine hcg pregnancy results. Ultrasound revealed 9 weeks gestation.